Event description:
It was reported that "the catheter was inserted and the contrast agent was injected into it for CT scan. After completion of the CT scan, bleeding and medical agent leaking was confirmed. Checking the catheter, a crack was found on the catheter body. Therefore, it was removed and replaced with a new one. No injury to the patient occurred. According to the user, the patient moved a lot." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen pressure injectable (pi) PICC catheter for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the catheter body was ruptured adjacent to the 5cm marking. The catheter extrusion around the rupture appeared stretched and ballooned. Further visual analysis revealed that a large section of the catheter body was stretched and narrowed just distal to the location of the rupture. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The rupture on the catheter body measured 55mm-64mm from the juncture hub. The stretching measured 66mm-121mm from the juncture hub. The catheter body total length measured 23.50", which is longer than the specification limits of 21.99"-22.49" per the catheter product drawing. The catheter body outer diameter (in an area not affected by stretching) measured 0.067", which is within the specification limits of 0.066"-0.071" per the extrusion product drawing. The catheter body outer diameter (in an area affected by stretching) measured 0.0515", which is not within the specification limits of 0.066"-0.071" per the extrusion product drawing. The discrepancies with the catheter length and outer diameter measuring below specification confirms that the catheter body is stretched. A lab inventory syringe filled with water was attached to both extension lines. When flushing the proximal extension line, water was observed leaking from the rupture on the extrusion. When flushing the distal extension line, water exited the distal tip as intended. Performed per IFU statement , "flush lumen(s) to completely clear blood from catheter". The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "use only lumen(s) labeled 'pressure injectable' for pressure injection to reduce risk of catheter failure and/or patient complications. Refer to the arrow pressure injection information label for pressure injection information". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a ruptured catheter body was confirmed through analysis of the returned sample. Visual analysis revealed that the catheter body was ruptured at the 5cm marking. Further visual, dimensional, and functional analysis also revealed that the catheter body was stretched just distal to the rupture. The appearance of the damage is consistent with the stretching in combination with over-pressurization by the customer likely causing the rupture. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the catheter was inserted and the contrast agent was injected into it for CT scan. After completion of the CT scan, bleeding and medical agent leaking was confirmed. Checking the catheter, a crack was found on the catheter body. Therefore, it was removed and replaced with a new one. No injury to the patient occurred. According to the user, the patient moved a lot." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)